Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was feeling unwell and visited the facility where it was found the device was in safety mode. Pauses in pacing were also found. Device replacement was recommended. Subsequently, this device was explanted and replaced. This pacemaker was received for investigation. No additional adverse patient effects were reported.